Event description:
The customer reported that after completing a cystoscopy procedure, she could not send the saved pt images to pacs. She tried rebooting the system but now the system will not come up. Several reboot attempts were attempted with no success.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep found that the hard drive was faulty. He replaced the hard drive and reloaded the software. The system now boots normally and is operating as intended.